Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be identified. However, it is likely that the main lamp cannot be turned on due to the faulty power supply unit and lighter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the xenon light source main light could not be lit. Replacing the bulb didn't fix it. The issue was found during preparation for a diagnostic ear, nose, and throat examination. The procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the lamp could not light due to power unit failure, and the lamp did not light due to igniter failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.